Event description:
It was reported the device had no output, telemetry, or magnet response. The last phone check occurred approximately four months prior, with magnet response of 85. The projected longevity from last office check one year ago showed three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.